Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the infusion sleeve in their pak was wrinkling and flimsy which made it difficult entering the eye. Two red translucent 0.9 ultra infusion sleeves were visually inspected. Using .9u 45 bal lab stock phaco tip, the infusion sleeves were able to be attached on the handpiece without twisting on the tip. The sleeves matched the color requirements. The returned sample met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the sleeves were flimsy, wrinkling and were difficult to get into the incision during surgery. The product was replaced and the procedure was completed. There was no patient harm.